Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer received motor error twice in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm and the motor passed motor tests. However, the insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.